Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. A review of this lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.

Manufacturer narrative:
During a percutaneous transluminal angioplasty the stent delivery system (sds) could not cross the right superficial femoral artery (sfa) and was noticed slightly uncannulated after it was removed from the patient. The stent was exposed approximately 1mm from the distal tip. It was confirmed that the tip just "uncannulated" slightly and that the stent had not yet started to expand. The vessel was described as heavily calcified and tortuous with a 100% stenosis. A new product was used and the procedure was completed successfully. There was no adverse event and the patient is in stable condition. There were no any anomalies noted on the product prior to use. The device prepped normally. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. No corrective actions will be opened at this time. Based on the information available, and without return of the product, it appears that the difficulty experienced by the customer may have been caused by vessel characteristics and is not related to a product quality issue.

Event description:
During a percutaneous transluminal angioplasty the stent delivery system (sds) could not cross the heavily calcified right superficial femoral artery (sfa) and was noticed slightly uncannulated after removed from the patient. When the device was removed the stent was already exposed approx. 1mm from the distal tip. It was confirmed that the tip just "uncannulated" slightly. It was unknown how the device was removed from the patient, but the device was fully withdrawn from the patient body. A new product was used and the procedure was completed successfully. There was no adverse event and the patient is in stable condition. Approach was made ipsilaterally. The vessel was heavily calcified and tortuous with a 100% rate of stenosis. There were no any anomalies noted on the product prior to use. The device prepped normally.